Event description:
Reporter alleges the pt complains of firmness and pain on the right side with no history of trauma, systemic complaints, arthralgia, myalgia, fatigue, dizziness, dry mucous membranes, shortness of breath, choking sensation, gastrointestinal/genitourinary problems, chronic obstructive pulmonary disease, marked bleed with dense fibrous capsule and actual tissue deficient on right and second degree "granulation".